Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl. The customer did not know what caused the elevated bg; however, stated it was not caused by the pump or supplies. The customer did not ¿feel like this was an emergency¿ and declined tandem technical support¿s offer to troubleshoot. No actions were taken to address bg.